Manufacturer narrative:
The pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 11: 11/19/2024 17:52:00.000 and fault 73: 11/19/2024 17:21:00.000 were found in the history files and traces. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 11/06/2024 00:17:00.000, 10/23/2024 17:10:00.000 and 10/09/2024 21:40:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and lcd assembly. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Charge/battery lasts less than expected was not confirmed. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer charge/battery lasts less than expected and had pump issues. The event involved product(s) mmt-332a, mmt-975, mmt-1880l. Troubleshooting was performed and confirmed customer received the reported issue charge/battery lasts less than expected. Later customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-975. Mmt-1880l was requested and customer response was the device will be returned.